Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized with high blood glucose on (B)(6) 2015. Customer's blood glucose was 645 mg/dl at the time of admission. The customer also reported the cause of their hospitalization was from diabetic ketoacidosis. Customer was treated for their blood glucose and released on (B)(6) 2015. The customer stated they were wearing the insulin pump at the time of hospitalization. Customer has reverted to manual injections since the hospitalization. The customer also reported the insulin pump has been exposed to extreme heat due to the customer's occupation. Troubleshooting did not find any issues with the insulin pump. Customer stated the insulin pump passed a high pressure test. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.